Manufacturer narrative:
E1 : (B)(6).

Event description:
It was reported that a catheter issue occurred. An opticross hd was advanced for an ultrasound examination of the target lesion. During insertion, it was noted the screen became black, and nothing was displayed. After removal it was noted that the imaging core was twisted. The procedure was completed with another of same device. There were no patient complications reported.